Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. It was observed that fibers on the dialyzer were broken. The reporter was unable to provide an estimated blood loss. No medical intervention was required. Sample is available.